Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath was twisted and kinked, and the guidewire was entangled with the imaging window. Microscopic inspection revealed the guidewire exit port and tip were in good condition. A test guidewire was inserted and there was no indication of resistance in tracking the guidewire into the catheter.

Event description:
Reportable based on device analysis completed on 15mar2024. It was reported that crossing difficulties were encountered. The opticross imaging catheter was advanced for ultrasound examination of the target lesion but was unable to cross the lesion due to severe calcification. There were no patient complications reported. However, device analysis revealed the catheter was twisted and entangled with the guidewire.